Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the transfer set. This occurred after peritoneal dialysis therapy when trying to disconnect. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.